Event description:
The reported stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The surgeon noticed capsule tear after lens insertion. The incision was enlarged to remove the lens. A vitrectomy was performed. A competitor's lens was implanted. A suture was used to close the wound. Lens was discarded.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search, medical review. Results: a lens work order search was performed and no similar complaint was found within the same work order. Medical review: a posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery however, it remains unclear whether the product caused or contributed to this event. Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury. Enlargement of an incision combined with suturing may cause induced astigmatism, however, it is dependent on the length of the incision as well as the tightness of the suture. When a lens is removed, incision is usually enlarged to a length that would not create any serious injury and suture is placed, only to secure the wound. Conclusions: based on the complaint history, medical review and work order search, a specific root cause of the event could not be determined. (B)(4).